Event description:
It was reported by the customer that during routine check up, cs300 monitor was not working ,image flickering.there was no patient involvement.

Manufacturer narrative:
Due to character limit: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to reproduce the reported issue. The fse observed the monitor was not working and the image was flickering. The fse disassembled the monitor and cleaned the electrical contacts and connections on the inverter pcb and color video recorder pcb which resolved the issue. He reassembled the unit and the product passed all functional tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code, investigation findings).